Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'keeps turning on and off, tried multiple different batteries' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a failed alternating current (ac) power adaptor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump kept turning off, tried on multiple different batteries. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.